Event description:
As a result of service report screening, it was discovered the unit failed while on a pt, exhibiting uncontrolled flow. There was no pt injury.

Manufacturer narrative:
Co submits this report on behalf of the device manufacturing facility. Co provides product failure investigation, analysis and resolution for the device described in this report.